Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure is the sieve beds were leaking. Additional malfunctions are the valve manifold was defective, the muffler for the manifold was defective, the heat exchange for the compressor was defective, the tie wraps for the sieve beds, pe valve, purity tank, heat exchanger, muffler, and manifold were defective, the hose clamp for the manifold, and sieve beds was defective, the hose for the sieve to the manifold hose was clogged or dirty, the product tank was leaking, the tie strap for the product tank was leaking, and the pe valve for the sieve beds was noisy.